Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy. It was also reported that the pump touch screen was unresponsive. During troubleshooting with technical support, the pump was reset, and the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned